Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and the device was not working correctly. The ipp was explanted and replaced with a new ipp. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported inflation and mechanical issues. Functional testing of the returned ams 700 momentary squeeze (ms) pump concluded it exhibited deactivation problems that could lead to the reported allegation of inflation issues. Technical analysis: the ams 700 was returned for analysis to our post market quality assurance laboratory. The cylinders were visually and microscopically inspected and functionally tested. No damage was identified and the cylinders passed all tests performed. Visual and microscopic examination of the ms pump did not identify any signs of damage. During functional testing the ms pump did not pass valve deactivation flow test as there was fluid moving to and from the reservoir after being deactivated. Analysis confirmed the reported clinical observations. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and the device was not working correctly. The ipp was explanted and replaced with a new ipp. There were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and the device was not working correctly. The ipp was explanted and replaced with a new ipp.